Event description:
Applicator got stuck in vagina [foreign body in reproductive tract]. Plastic applicator came out and got stuck in vagina [complication of device insertion]. Plastic applicator come out- tampax [device breakage]. Reporter sent e-mail stating the plastic applicator came out of his/her sister's tampon. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Applicator got stuck in vagina [foreign body in reproductive tract], plastic applicator came out and got stuck in vagina [complication of device insertion], plastic applicator come out- tampax [device breakage]. Reporter sent e-mail stating the plastic applicator came out of his/her sister's tampon. No serious injury was reported.